Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture. The ra lead was removed and replaced. The patient was in stable condition.